Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The functional testing could not be completed due to the cracked and bleeding display glass. The insulin pump had minor scratches on the display window, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that display screen was cracked due to being hit with a baseball. Customer also reports to have received no delivery alarm and believes it was due to damaged pump. Customer's blood glucose was 254 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.